Event description:
It was reported that, during a cori assisted tsa surgery, while trying to calibrate one (1) real intelligence robotic drill, it was noted that the drill attachment seems to be fitting on properly. Upon further inspection it was seen that the springs and black ring were broken and not properly seated/lifting up and moving. The springs at the tip could be completely pulled off/fall off when the drill tilted towards the floor. The procedure was resumed, after a non-significant delay, changing to manual procedure. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).